Manufacturer narrative:
The complainant did not provide photographs of the affected device and did not return the affected device; however, the lot number of the affected device was provided for the investigation. A product history review was performed. All quality checks performed indicated passing results and all release criteria were met per the product drawing. There were four (4) work orders generated for the affected lots that may be related to the foam/glue of the suction swabs. Work was performed for each of these work orders to resolve the issue and bring the machine back to running as intended. A labeling review was performed. The product label states, "instructions for use: "ensure foam on swabs is intact before and after use. Remove any foam particles from mouth. Always use a bite block if patient is not alert or cannot follow instructions. Single use only, for oral care. Do not reuse or clean for reuse." The complainant stated a bite block was not in use, but no biting occurred. The patient was slow to follow commands, but reportedly, ¿would eventually follow them." The device was not reused as this incident occurred on the initial use of the device. Therefore, it appears the labeling was followed. Additionally, immediately after the adhesive is dispensed into the swab head hole, a vision system camera inspects 100% of the swab holes to ensure the correct amount of glue was dispensed into the hole. 100% of the swabs undergo a swab head pull test to verify the foam is securely attached to the stick and any of the swabs that fail the swab head pull tester would be rejected. Therefore, a definitive root cause could not be established.

Event description:
No additional event information has been received.

Event description:
Report received of a suction swab disengagement. On (B)(6) 2025, a registered nurse (rn) on a trauma burn intensive care unit (ICU) was performing regularly scheduled oral care with a suction swab on a 76-year-old male patient weighing 66.4kg, who was intubated and sedated. Per the reporter, 5 pea-sized pieces of the foam from the suction swab became disengaged during initial use of the device. The reporter stated some foam remained on the stick. The disengaged pieces were removed immediately from the patient¿s mouth, by the patient¿s daughter with their fingers. The patient did not experience any adverse consequences. The reporter stated the device was used with gentle swabbing, and the patient was intubated and did not bite down on the device, nor did the device get caught on any oral hardware in the patient¿s mouth. Per the reporter, the affected device was discarded, and no photos were available. Lot information was provided.